Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 46 devices were evaluated in the field and the issue was confirmed; 46 devices had worn components, 7 devices had broken/damaged components, and 4 devices had alignment issues. The devices were repaired and returned. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events, where it was reported there was reduced brake force or the brakes disengaged during use. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated and the issue was confirmed; the device had broken/damaged and worn components. The device was repaired and returned.

Event description:
This report summarizes <noe> 50 </noe> malfunction events, where it was reported there was reduced brake force or the brakes disengaged during use. There was no patient involvement.